Event description:
It was reported that stent fracture and migration occurred. The target lesion was located in the superior vena cava. On (B)(6) 2020, an 8.0 x 27 express stent was implanted in the lesion. However, on (B)(6) 2020, the physician found the patient to have a completely fractured stent and its superior portion had migrated. The patient had cardiopulmonary resuscitation performed between (B)(6) and (B)(6) that may have caused the fracture. After tacking it up with a balloon, the physician felt confident that the stent would not migrate further. There was no further injury to the patient.